Event description:
The surgeon was using the resectoscope with the cutting loop. While resecting the prostate, the cutting loop broke off inside the bladder. The surgeon retrieved the broken piece from the bladder without incident. Another cutting loop from boston scientific was used to resect the prostate without incident. No long term harm to patient. ====================== manufacturer response for cutting loop, signature series electrosurgical devices cutting loop- 24 fr (per site reporter).====================== or charge nurse contacted sales rep - not aware of the response.